Event description:
The lay user/pt contacted lifescan (lfs) alleging that her one touch ultra meter was prompting the "error 4" message. The pt reported that she was unable to obtain a blood glucose result due to the error 4 message since april 19th. The pt began feeling dizzy. The issue was not hosp and received medication for high blood glucose levels. The customer care advocate (cca) confirmed that the pt was using the correct testing technique, was usng test strips that were in good condition, and the meter was not exposed to temperatures outside the acceptable range. The cca walked the pt through retesting with a new test strip. The issue was not resolved. The meter, test strips, and control solution were replaced. The senior med affairs spec spoke with the pt in 2006 to obtain/verify info. As apposed to the original info, the pt reported that she had made an appointment with her physician due to her symptoms of feeling nausealed and dizzy. The physician obtained a 220 mg/dl result and did not admin any treatment. The pt was advised to drink water as she was "dehydrated". She confirmed that she maintained her melformin medication regiman throughout the time of concern. No chages were made to her medication. This complaint is being reported since the pt was unable to obtain blood glucose results, maintained her oral medication, developed symptoms suggestive of hyperglycemia and tested 220 mg/dl on the physician's meter.